Manufacturer narrative:
The onset of the patient's history of bleeding is reported under MFR report # 2916596-2023-00345. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 the patient was readmitted for major bleeding in the upper gastrointestinal tract. The patient had a history of spurting bleeding from a rubified polyp-like region in the greater curvature of the upper stomach. The patient received four to eight units (140 ml) of red cell concentrate per 24 hours. The patient was on warfarin and clopidogrel at the time of the event. Endoscopic hemostasis of the gastrointestinal tract was achieved and the patient was discharged on (B)(6) 2022.